Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the therapy cable, which was removed from service. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed therapy cable was further evaluated by physio-control. It was observed that the cable had physical damage and broken wires on the device end. The cable was not able to charge or to deliver a shock thus causing the reported defibrillation issue.

Event description:
The customer contacted physio-control to report that during patient use, it was attempted to deliver defibrillation energy and the device indicated shock abnormal. The crew continued CPR and switched defibrillation pads and obtained their back-up device. The back-up device was able to deliver a shock to the patient. The customer reported that the patient, a (B)(6) year old male, survived the reported issue and there were no adverse effects due to the reported issue.